Manufacturer narrative:
Batch review performed on 18 june 2024. Lot 2201588: 10 items manufactured and released on 13-06-2022. Expiration date: 2027-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by (B)(4). Second revision 3 months after the first revision due to joint instability and stem mobilization. From the only image provided, the stem appears undersized and in a valgus position and for these reasons the surgeon decided to exchange it to a larger collared stem after restoring joint tension by changing the head. There is no reason to suspect a faulty device. Preliminary analysis performed by r&d project manager. Looking at the images attached to the complaint it is visible the explanted stem covered with patient blood. It is not possible to determine the root cause of reported failure from this image.

Event description:
Minimax stem mobilized and rotated in the patient's femur. Stem and head revised at about 3 months from the previous revision surgery.